Event description:
Complainant alleged that the clinician was defibrillating a male pt (age unknown) who was in cardiac arrest, but the clinicain observed an arc during the administration of one of the shocks. Upon removal of the electrode, the clinician observed that the pt had received a burn. There was no indication of any treatment necessary for the pt's burn. In addition, there was no indication of any additional adverse effects on the pt as a result of the reported malfunction.